Event description:
It was reported that patient presented with low sensing and high impedance on the right atrial (ra) channel of their implantable cardioverter defibrillator (ICD). A procedure was performed on (B)(6) 2021 to address the issue, where it was then discovered that the issue was due to the lead not being tightened properly into the header of the ICD. The lead was reconnected properly and the issue was resolved. The patient was stable throughout the procedure.